Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that a patient underwent primary breast augmentation with two mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via ultrasound, with left breast implant rupture and bilateral breast cysts. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2024. The patient was also diagnosed with right breast implant gel bleed. Subsequently, the patient's implants were replaced with the following: (left) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9989186 sn: (B)(6) and (right) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9993720 sn: (B)(6). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast cyst, gel bleed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).